Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, the device failed a step during testing. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.